Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a breast reconstruction by the surgical flap method procedure, the device cut the "ship" instead of to clip it. Another like device was used to complete the procedure. Surgery was prolonged approximately twenty minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the msm20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.